Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. Visual inspection found a contaminated cassette pin sensor seal and a separated upstream occlusion seal. Review of the event history log (ehl) showed a downstream occlusion alarm. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the pressure test. There was unknown patient involvement.